Manufacturer narrative:
H3, h6: the ndi camera polaris spectra, part number pfsr200027, serial number (B)(6), intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with an electrical failure of the illuminator board. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference:(B)(4).

Event description:
It was reported that while setting up for a navio assisted tka surgery, it was found that the leds on the camera, polaris spectra were amber and the error "camera infra red failure" occurred on the screen. Surgery was performed without any delay by manual procedure. Since incident occurred before procedure; patient was not yet involved.